Manufacturer narrative:
Received for evaluation was one 14cm applicator. As received, the ceramic tip was detached from the probe. The customer did not return the ceramic tip for evaluation as it was fully detached and unretrievable. The reported complaint description was confirmed; the ceramic tip was fully detached. The root cause for this type of event cannot be definitively determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an issue with a 14cm solero applicator. The applicator was tested prior to the start of a procedure and worked successfully; therefore, the applicator was then inserted into the patient. The unit was set at 140w/6 minutes. Approximately within one minute into the procedure, with the applicator only being fired once, a "high reflective error" message appeared. Several attempts were made to troubleshoot the error message without success so the decision was made to remove the probe from the patient and switch to rfa. Upon removal, the tip of the shaft was noted to be broken. X-rays were performed and showed the tip fragment of the device was located inside of the patient's lesion. It was noted that during entry and removal of the applicator, there was no resistance felt by the end user. The tip fragment is currently retained in the patient's liver, with no plans for removal, and the patient has not experienced any adverse effects or harm as a result of this incident. The procedure was completed with rfa. The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress.